Event description:
It was reported that during a gastrectomy procedure the device locked up two times. Another device was used and the same thing occurred. Unknown how the case was completed. There was no patient consequence. There is no additional information available at the account.

Manufacturer narrative:
(B)(4). Broken feeder shoe tang, empty, damaged feedbar the analysis results found that the device was received in good visual condition. When tested for functionality the firing trigger could not be activated. The device was disassembled to verify the condition of the internal components; the feeder shoe tang was found broken and the feed bar was noted to be damaged. In addition the device was noted to be empty. While no conclusion could be reached as to how the feeder she and the feed bar became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Finally, the device locked out as intended but the orange indicator over traveled. No conclusion could be reached as to what may have caused the reported incident. Device b batch # g9k13t; mfg date: 05/04/2010; exp date 04/04/2015. Anti-backup failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.